Event description:
Description of event according to initial reporter: the physician was performing an atherectomy before deciding to place a stent, so the filter wire was used to prevent any debris from traveling distally. This is a common practice among many physicians, as it allows them to continue using the same wire to complete the procedure without the additional step of exchanging it. The filter is typically removed at the end of the case. The filter was placed in (B)(6) 2025. The initial placement was straight (confirmed by imaging). When trying to remove the filter, two secondary legs were pointing upwards. The filter was tilted to the side of the inferior vena cava (ivc) wall. The filter was in a new position when they went to retrieve it. Patient outcome: the filter was left inside the patient. It was decided the filter was too risky to remove at the time.